Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) had error 22020 in logs and failed the usm non-yaw pot range verify test. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gynecology oophorectomy surgical procedure, universal surgical manipulator (usm) 3 was not working. The usm 3 had a yellow led indicator. An intuitive surgical, inc. (Isi) technical service engineer (tse) saw engagement errors in the system logs. The customer moved the camera over to usm 2 and continued the procedure as a three-usm system. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa was able to confirm the error via system logs but could not reproduce the error. The usm was tested on an in-house system in normal mode with camera and large needle driver instrument installed with no triggered errors.

Event description:
Refer to h10/h11 for follow-up information.